Manufacturer narrative:
This event occurred prior to connection to mains electrical power. Inspection/review of the interconnect cable types will be conducted to determine if they comply with (B)(4) requirements for wet location. A review of the varian medical systems interconnect drawing will be performed to help troubleshoot the problem. Although there was no reported injury or device malfunction reported in this case, the available info suggests there may be a potential safety issue. Though still under investigation, varian has determined that a MDR is appropriate as this possible safety issue could potentially cause or contribute to serious injury. Additional f/u to this MDR is expected upon completion of the investigation.

Event description:
Many of varian power cables currently used, may not be suitable for locations classified as a "wet location" per (B)(4) electrical codes. Prior to connection to electrical power at a customer site, the electrical inspector requested the specifications for the interconnect power cable routed between the modulator and the gantry/stand. The inspector stated that the cable conduit is classified as a "wet location" and the cables need to be rated for use in a "wet location." This issue is being reported due to the potential that the varian power cables used between the modulator and gantry/stand may not be to current nec/nfpa electrical safety codes if used in a location classified as a "wet location."